Event description:
Pt admitted with a fever on 9/24/01. Pacer previously inserted for sick sinus syndrome. Has drainage from a central venous pressure line at the rt internal jugular x 1 month (blood cultures positive for gram positive cocci). Methicillin resistant staph per blood culture. Had surgery for explantation of pulse generator and atrial and ventricular pacing electrodes. No signs of infection at pacemaker pocket but cultures were sent of tips of electrodes. (Negative after 1 day). Concerned for endocarditis.